Event description:
It was reported that there was swelling in the patients joint.

Manufacturer narrative:
The product was returned and the failure mode was confirmed. Visual inspection: dings and scratches are noticed throughout the bezel. Functional inspection: startup: with the power cord disconnected the unit was powered, the illumination of the display was verified. Verified that the main voltage led light turns on after connecting power cord. Latch test: inserted flosteady disposable cassette. Verified that the cartridge inserts completely, pushed in and removed. Overpressure: the critical overpressure warnings visuals and sounds were verified. Final testing: a hand pressure gage was used to check the accuracy of the pump. A tube set cassette was inserted into the pump with a water source, shaver, and a joint test fixture with a pressure sensor transducer connected. The pump was then tested again. The pump was allowed to run for several minutes. After several minutes, the pump did not overpressure. However, it was unable to maintain a set pressure with the shaver outflow valve set on open, half way, and all the way closed. The pump was opened to see if any damages were present internally. It was noticed that the chassis is severely bent. The bent chassis caused the motor to come into contact with the uni board, damaging an r100 resistor. The probable root cause for the pump acting aggressive could be the damaged r100 resistor on the uni board. In sum, the unit was returned and the failure mode was confirmed.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was swelling in the patients joint.